Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that over infusion and it was controlled by substance that required an intervention of narcan. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that over infusion and it was controlled by substance that required an intervention of narcan. Although requested, additional information was not provided. During an site visit, a bd technical practice consultant discussed the report with the customer. The customer was unable to determine the event specifically, but indicated it may have involved an over infusion of hydromorphone delivered as a secondary medication. The customer was unable to provide any further details.